Event description:
A 2 fr vygon PICC was inserted on [redacted]. Six hours after insertion, a dressing change was required because urine contamination was noted on the steri-strips and the dressing was located close to the diaper area. During the dressing change, leakage from the catheter at the butterfly hub was observed immediately.